Event description:
Lec 1870 (during testing/no patient injury).

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal and physical condition was all intact upon receipt. Error code was found in the ehl (event history log). The customer reported issue was confirmed during the investigation as the reported error code was displayed on the pump and the motor was locked because of the error. Root cause of the reported issue is unknown, but a faulty motor was found. Recommended that the motor be replaced. The returned product is beyond 3 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown